Event description:
It was reported that the patient had already been overdischarged several times and had not charged for over a year. Trickle charges were performed but they did not successfully restart the device. The product status was implanted and out-of-service. There would be a meeting with the medical team to discuss replacement. The event occurred during normal use. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the battery could not maintain a charge, and was being replaced with a new non-rechargeable system. The caller was just notified of the revision on (B)(6) 2015. The patient would be seen at a post-operative visit on (B)(6) 2015. Per the patient caretaker, the patient did not use the stimulator for over a year. It was speculated that cause of event was failure to charge. In response to the question ¿was it device related?¿ the manufacturer's representative wrote, ¿unable to interrogate, I assume?¿ a trickle charge was attempted at different times but was unsuccessful. Per the patient, he was doing great and was receiving effective therapy. The patient was doing better. The manufacturer's representative mentioned that the patient had a caretaker and seemed to suffer either a traumatic brain injury (tbi) or stroke.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).